Event description:
It was reported through sus voluntary event report mw5114284 from the patient who reported the following: "in 2009 I had natrelle type 20-350 gel breast implants implanted. Because of my petite body frame, the doctor used a porcine mesh product, strattice, for support. I have the form that was given to me by the doctor stating that the mesh was FDA approved. After this surgery, I began to experience a variety of medical issues that resulted in an unidentifiable autoimmune disease (which caused a list of symptoms) in 2021 at which point a rheumatologist finally suggested this could all be from the implants. By fall of 2022, the pain had become unbearable, and I was receiving regular pain blocking and or steroid shots in my back and finally, two nerve ablations. On (B)(6) 2022, the implants and capsules, including the strattice, were removed and sent to pathology. I have been left with severely deformed breasts, and am trying to recover from the full body damage that has been done. I have already noticed improvements but want to know how to proceed. The doctor who performed the implantation of the implants and natrelle passed away; the doctor who explanted was actually a former student of his. I have the serial number cards for the implants, the form I was required to sign about the "FDA approved" strattice, and feel I was given something that has become crippling to my body, under false pretenses. The doctor who preformed the explant said that strattice has been associated with creating inflammatory response. I am out of pocket for everything and will appreciate guidance for recovery and hope this information will protect someone else. There are far too many "relevant" tests to include here. I have photos of the implants and capsule from the explantation and capsulectomy and the pathology results. Please follow up with me at (B)(6). Thank you - (B)(6)."

Manufacturer narrative:
There was no contact information provided from the patient to follow up for additional information such as relevant lot number, clinical details and hcp contact information. Without identification of a relevant lot number, an internal investigation cannot be performed. No devices or pathology results were provided. Although the signs and symptoms leading to the removal surgery are more likely related to the breast implants rather than the strattice, strattice as a contributing factor to the events cannot be ruled out, thus this event was reported to the FDA as serious injury. If additional information is reported, a supplemental report will be submitted.